Manufacturer narrative:
It was reported per the physician, the complications were related to disease/tevar procedure as such and not specific to particular tevar device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; thoracic endovascular aortic repair in management of a orto-oesophageal fistulas: a case series vijayvergiya r, kasinadhuni g, sinha sk, yadav td, singh h, savlania a, lal a, kanabar k. European heart journal case reports. 2020 sep 9;4(5):1-6. Doi: 10.1093/ehjcr/ytaa295. If information is provided in the future, a supplemental report will be issued.

Event description:
A CT performed on a patient identified a descending thoracic pseudoaneurysm of size 3.1 cm x 2.6 cm x 4.1cm with a narrow neck at the level of d10-d12 thoracic vertebrae. At the same time the patient was diagnosed with disseminated tuberculosis was underwent 14 months of anti-tubercular therapy (att). At 16 month follow-up, the patient presented with progressive dysphagia <(>&<)> hematemesis. A repeat CT angiogram was performed. It showed the preexisting pseudoaneurysm enlarged to the size of 11 cm x 8cm x 6.6 cm ,compressing the esophagus along with a contained rupture. A aorta-esophageal fistula (aof) was also diagnosed. An emergent tevar was performed where a 28mm x 28mm x 100mm valiant stent graft was deployed in descending thoracic aorta to exclude the pseudoaneurysm. The patients dysphagia continued a week after the tevar. A repeat oesophagoscopy revealed a large defect in the wall of lower oesophagus with necrotic tissue overlying the aortic metal stent. A repeat oesophagoscopy at 4 weeks revealed partial healing of oesophageal defect with granulation tissue overlying the graft-stent. A repeat CT showed no endoleak. The bacterial infection of aof was adequately treated with 2 months of antibiotic therapy. However the patient presented with gross stent-graft infection with septic shock 7months after the tevar. The patient was treated with 12 weeks of intravenous antibiotics and other supportive treatment. Oral antibiotics were then commenced, with the plan of the patient having antibiotic coverage for at least 6 months prior to open surgery. However after 8 weeks of the oral antibiotics, the patient had a massive hematemesis and presented in an exsanguinated state with shock and expired. An autopsy could not be done.